Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 3.50 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified proximal damage. Stent struts 1-2 from the proximal end of the stent were lifted and pulled in a distal direction. The remainder of the stent was undamaged. The crimped stent od(outer diameter) of the undamaged portion was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified no issues with the hypotube. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 28mm in length target lesion was located in the severely tortuous, moderately calcified, and 3.5mm in diameter left circumflex (lcx) artery. A 28 x 3.50 promus premier drug-eluting stent was used to treat the lesion. However, during the procedure, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 28mm in length target lesion was located in the severely tortuous, moderately calcified, and 3.5mm in diameter left circumflex (lcx) artery. A 28 x 3.50 promus premier¿ drug-eluting stent was used to treat the lesion. However, during the procedure, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.